Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery at c5-c6. Post-op, the patient had inflammation and joint issues in the area where disc was implanted. Patient underwent MRI, x-rays and allergy testing. No revision surgery was performed.